Event description:
It has been reported to co that during the procedure the teflon coating on this device was noted to be peeling off. Also, reportedly the wire was bent at some places. The procedure was completed using this device. There is no report of pt injury. The device is being returned for co's analysis.

Manufacturer narrative:
Device history record reviewed. Coating not present on protion of spring wire.